Event description:
It was reported that balloon rupture occured. The target lesion was located in a coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complication were reported.